Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 650 mg/dl with an unspecified level of ketones, vomiting, nausea, and polyuria associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized with diabetic ketoacidosis and treated with IV insulin and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals did not match due to the pump being suspended from an alarm. It was also revealed that the basal history matched the active basal program settings and the bolus totals matched and were all recorded as programmed. Cts determined that an incorrect manual calculation of dosage caused the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.